Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was found to be degraded and was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message and powered down while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.